Event description:
The customer reported that the ortho provue missed an antibody that was detected in manual gel. If a significant antibody is not detected during antibody screening " or is not identified upon further testing " the patient may be transfused with antigen-positive blood and suffer a hemolytic transfusion reaction.

Manufacturer narrative:
An ocd field engineer (fe) arrived on site and observed bubbles in the syringe pump and the camera adjustment higher than the expected setting. The fe replaced the syringe and performed the camera adjustment. Replacement of the syringe and camera adjustments have returned this instrument to expected operation. (B) (4)